Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that the patient said charging is better after getting the replacement part and has not experienced the shocking sensation anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was manufacturer's r epresentative (rep) reported that patient has been having difficulty charging their implanted neurostimulator(ins) for about a week. Representative said patient went to charge a week ago and today the controller was telling her that they needed to replace the battery, but patient couldn't get the implant to charge. Representative said patient finally got into a charge session with him on the phone and the implant was in the red, but then they disconnected and connected the recharger again and now the implant is showing 30%. Patient also said they were getting no device found and a screen that said battery low, but when they looked at the screen, it didn't say battery low. Patient said the charging was going in and out of charging like it was active, but it sounded more like a screen response as opposed to a connection issue. Patient also mentioned that when the implant got into the orange, they thought they felt a shocking sensation from the stimulator, which representative thought was peculiar. Patient confirmed that this was during charging the implant in the orange zone. Representative asked patient if the controller itself was taking a charge and patient said that they left the controller on the charger and it was fully charged up. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger (rtm).